Event description:
The reporter stated the surgeon implanted an 11.5 mm icm115v4 implantable collamer lens in 2008 in the patient's left (os) eye. The lens was explanted at approximately 30 days later, due to the lens dislocating after implant due to a low vault. The pt was complaining of glare. The lens was exchanged for a longer lens.